Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device jaws would not open after applying to tissue. It was removed from tissue with an endoclinch device and this caused lacerations. There was little bleeding as a result and this was controlled with another ligasure device.